Event description:
It was reported the device was explanted at implant due to 2+ mitral regurgitation observed with central jet. Reportedly, the device was replaced with a medtronic mosaic model.

Manufacturer narrative:
Device not returned.